Manufacturer narrative:
Initial.

Event description:
It was reported that an ilet bionic pancreas intermittently powered off and exhibited rapid battery depletion, dropping from full charge to zero within about an hour and subsequently not charging, which led to hyperglycemia to 555 mg/dl by fingerstick and use of subcutaneous insulin via pen as backup therapy; the device was not synced and a replacement was arranged. Symptoms included hyperglycemia and earlier small ketones that later resolved. Outcomes included unexpected medical intervention in the form of medication administration. Investigation included communication with the user¿s caregiver and analysis of the information provided. Investigation of this case revealed no specific findings and insufficient information to identify a device component implicated beyond the reported charging and power behavior. It was concluded, based on previously established findings for similar reports, that the cause was not established.